Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned for evaluation and investigation. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
During the kit inspection, at zimmer biomet facility, the employee noticed that the hose is leaking. When the hose is connected to the compressor, air is leaking from the valve, the little ball inside the hose does not stop the air. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR. The device history record (DHR) for the zimmer air dermatome ii hose: synthes (ao), 3 m, part number: 00885100203, review could not be performed as the manufacturer serial number could not be tied to a zimmer biomet work order number. On 22 oct 2018, it was reported from zimmer biomet france sas that a zimmer air dermatome ii hose: synthes (ao), 3 m had an air leakage from the valve. The little ball inside the hose would not stop the air when connected to a compressor. On 17 dec 2018, a returned product investigation was performed on the zimmer air dermatome ii hose: aga, 3 m. The physical evaluation revealed that the o-ring that seals the airflow from the hose was not seated correctly which allowed for air to leak from the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the zimmer air dermatome ii hose: aga, 3 m had a mis-seated o-ring causing an air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.